Event description:
It was reported that this the patient with this cardiac resynchronization therapy defibrillator (crt-d) was implanted with a cardiac contractility modulation (ccm) device, and noise and oversensing on the right atrial (ra) lead was observed. Troubleshooting options were discussed and recommended. Programming efforts were performed. Currently, this product remains in service, and no adverse patient effects were reported.